Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6, has been updated and appropriate codes has been added.

Manufacturer narrative:
The manufacturer received new and relevant information on 02/14/2023, patient alleging breathing issue related to a bipap device's sound abatement foam. The manufacturer received new information on 02/14/2023 that the device was returned on 12/28/2022 and manufacturer could not confirm customer allegation and there is no foam degradation during device evaluation. There was no report of patient harm or injury. Section d8, d9, g3, h2, h3, h6, has been updated. In addition, appropriate codes has been added.